Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation revealed that the problem was based on a hardware defect. The large focus of the x-ray tube, which is a wearing part, was defective. This subsequently led to the unavailability of x-ray, but only for examinations requiring the large focus. The small and medium focus continued to function. Under normal conditions, an emitter has equal distances to the boundary plates surrounding it under all circumstances. However, thermal stress can have a negative effect on the position of the focus and the distance to its surroundings can decrease unilaterally. If the clearances are not symmetrical, it is likely that the emitter will contact the focal environment under thermal stress, which can cause various problems, including tube arcing. Emitter defect is a typical cause of x-ray tube failure. It, respectively the filament, are the typical wearing parts and limit the lifetime of the tube. Despite all qualitative precautions, such failures, which are technologically caused, cannot be completely avoided. In such a case, normal system operation can only be restored by a service call and replacement of the affected component. After replacing the x-ray tube, the system again functioned as intended. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. Any accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no image acquisition was possible. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).